Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring, greater than 125 ohms. Technical services discussed lead calcification build up as there were no sudden jumps observed and provided troubleshooting recommendations. At this time, the lead remains in service. No adverse patient effects were reported.